Event description:
On (B)(6) 2013, patient reported the infusion device shut down without providing an alert/error message. He tapped the infusion device to prime air bubbles from the cartridge, and the infusion device shut down and immediately went through the start-up process. The correct type of battery was used and was inserted on (B)(6) 2013. The history was reviewed, and there were no alert/error messages during the event. The battery setting was programmed correctly. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to mishandling of the product. The insulin pump was damaged due to a hard mechanical impact. The power supply path of the insulin pump was affected, leading to a power interruption. Due to this, the insulin pump switched off without providing an alarm/error message. The battery cover passed the optical inspection.